Event description:
During product service by a service technician, a flo-gard infusion pump was found to have cpu board damage. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. A visual inspection was performed. The sensor board failure was identified during visual inspection. The cause of the condition was determined to be damage to the cpu board. To correct the condition, the device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.